Manufacturer narrative:
This report is submitted on may 30, 2022.

Event description:
Per the clinic, the patient experienced an infection (location of the infection unknown i.e. If it is device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced a bacterial infection at implant site and skin necrosis followed by an extrusion of receiver/stimulator. Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on june 22, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 15, 2022.